Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("uterine menstrual hemorrhaging") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (device removal after the birth of the baby). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and uterine haemorrhage ("uterine menstrual hemorrhaging") in a 30-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included live birth (02). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received in summons (live birth was now reported as ectopic pregnancy and removal of essure was now denied in the pfs). She had not underwent essure removal or currently planning for essure removal. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs+mr received:reporter information was added. This case concerns 30 year old patient. Pregnancy details were updated (per summon live birth to per pfs: ectopic pregnancy). Her historical condition was added. Essure insertion date was updated. Essure indication was amended. Essure was ongoing at the time of the report (previously reported as withdrawn). Following events were added. Pregnancy (ectopic) (previously reported as post implant pregnancy), abnormal bleeding (vaginal/menorrhagia), depression, mental anguish and she did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.